Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient was initially instructed by their physician to discontinue use of their device, and after experiencing issues related to non-use, was then instructed by their physician to start using therapy once again. The patient alleges soreness in the lungs, cough, and respiratory irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a philips service center and during the evaluation of the device, the philips service center did not report any foam degradation issues. The device was upgraded with the new sound abatement foam. The manufacturer is submitting a final report at this time.